Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to infection and pocket erosion. This crt-p system was succesfully replaced. No additional adverse patient effects were reported.